Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an attempt to introduce iabp at the start of surgery, the trans-ray plus balloon failed to ascend into the descending aorta, preventing insertion and causing the catheter to kink. No harm or injury to the patient was reported.